Event description:
It was reported that low impedance measurements of <250 ohms were obtained. A loss of efficacy was reported. An x-ray of the implantable neurostimulator and extension area was recommended. Also mentioned was the potential need for a surgical revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The initial MDR was filed as mfg. Report # 3007566237201106737. Further evaluation of the event clarified that the correct manufacturing site was site #3004209178.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 7482a51 serial# (B)(4) implanted: (B)(6) 2011 product type extension product ID 7482a51 serial# (B)(4) implanted: (B)(6) 2011 product type extension product ID 7436 serial# (B)(4) product type programmer, patient product ID 3387s-40 lot# v679192 product type lead product ID 3387s-40 lot# v679192 product type lead. Additional review determined no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.